Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the system hard drive. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system had images in the directory with thumbnail icons that did not match the underlying saved image.